Manufacturer narrative:
Integra has completed their internal investigation on 6sep2016. The investigation activities included: methods: evaluation of device (labeling). Review of device history records. Review of complaint history. Results: pn 119618nd lot fe58 was manufactured on 8th june 2015 and (B)(4) parts were released. No anomaly was found, all results are compliant with specifications. (B)(4) items were checked during incoming inspection. This is the tenth incident for similar issue after the review complaint records during last two years. (B)(4) items were sold during this period, drills 119618nd being single use instruments. (B)(4). This is the fifth incident for lot fe58. Conclusion: the product was not returned, the root cause of the incident described in this complaint cannot be determined.

Event description:
It was reported the drill did not drill properly. The issue was detected during surgery. The bone was hard. The surgery was delayed of a few minutes with no impact.